Event description:
It was reported that this lead was an attempted implant due to the physician cut the lead by accident and it was decided to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to the physician cut the lead by accident and it was decided to use another lead. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field, it was determined that during procedure the physician cut the lead by accident, due to a combination of factors including manipulation and patient anatomy.